Event description:
It was reported that the system would not load the patients scans and would shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. A hard drive clean up in ther service menu was performed, and old scans were delated. Instructions were provided for loading scans from a cd as well as the proper scan protocol. The system was tested and found to be working as intended and returned to service.